Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on late january, early february with blood glucose of 70 mg/dl at the time of incident. The customer was reported that the insulin pump was on auto mode. The customer reported other blood glucose level such as around 75 mg/dl, 60 mg/dl. The customer was treated with insulin drip in the hospital. The customer was declined to declined to troubleshoot for low blood glucose level. The insulin pump will not be returned for analysis.